Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right atrial (ra) channel. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on ra channel. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals and oversensing on this right atrial (ra) channel. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on ra channel. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This ra lead remains in service. Additional information received indicated that this device exhibited pacing inhibition and asystole was noted. Upon review, daily measurements were stable for ra impedances. Ts recommended to repeat isometrics in clinic and decide if lead needs revision or can be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes, impact codes and device codes.